Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the pt developed a small 1 cm blister due to sweat. Blister healed fine with no intervention. Per additional info received the pt had a fever and was sweating during cooling phase. Wound care consult was not needed for the blister. The pads had been on the pt for approximately 4 days. Records state that blister is likely due to the viability of the pt's skin not the device, however they are being cautious and reporting it anyway.